Event description:
The manufacturer became aware of an allegation of emitting fumes. The device has not yet been returned to the manufacturer. The manufacturer's investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.